Manufacturer narrative:
Submitted: 09/01/2017. The pump has been returned and evaluated by product analysis on 08/07/2017 with the following findings: device evaluation: on investigation the battery compartment was cracked and the display was dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a display issue. This report is made based on results of investigation completed on 08/07/2017.